Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 51.6cm was returned for analysis. External insulation abrasion was noted at 47.7-48.2cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. Externalized conductors due to internal insulation abrasion were noted at 6.4-8.5cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. External insulation abrasion was noted at 35.4-35.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 44.8-45.0cm and 45.7-45.9cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 9.8-13.5cm from the distal tip. Internal insulation abrasion was noted at 30.9-31.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented into clinic for a normal device change out. Externalized conductors were observed via fluoroscopy. Lead fracture was also noted. The lead was explanted. The patient is in stable condition after the procedure.